Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm or battery power loss alarm noted. However, unexpected replace battery alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries were not lasting and they had to replace the batteries before the end of the day. The customer stated the only alarm they were getting was that there was 30 minutes left to change the battery. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer did not receive a low battery alert prior to the replace battery now alarm. It was not the second occurrence of a replace battery now without a low battery warning. The insulin pump was returned for analysis.